Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a five series insulin pump due to received motor error alarms as well as no delivery alarm after changing infusion set. Customer¿s blood glucose was 265 mg/dl. Customer states the insulin exited. Troubleshooting was performed. The insulin pump will not be returned for analysis.